Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are blown. Additional malfunctions are the 4-way manifold, exhaust muffler, and pvc tubes are contaminated and the tie wraps and hose clamps leak.